Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and found that the system was not fully booting. The generator bar was continuously scrolling. The paxscan power was reset and the system booted correctly. The system was rebooted several times without issue. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No further issues reported.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system would not move past the "initializing, please wait" message. The imaging system application displayed the detector as "not ready". The system was rebooted twice, once with the umbilical connected and once without, with no resolution. At this point the decision was made to reschedule the surgery. The patient was under anesthesia, but no incision had been made. No additional details were provided.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The system was shut down at approximately 10:19, 10:31, 10:45, 11:11, 16:02, and 16:46. There was no indication that anything was wrong with the detector prior to these shutdowns as described by the user. There was nothing conclusive that can be gleaned from the provided log file.